Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient wanted to have an ultrasound to check for pocket soreness and/or infection. The patient reported experiencing pocket soreness, swelling, and possible infection. No device issues were reported. No further patient complications have been reported as a result of this event.